Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a packing error occurred with a perivac pericardiocentesis kit. Instead of a pericardial puncture set, a pleural puncture set was included. The procedure was completed with another perivac kit and no patient complications occurred. The device was disposed of and therefore will not be returned for analysis.